Manufacturer narrative:
The event of autoreducing due to high impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing autoreducing, which lead to ineffective therapy. X-rays were performed and the physician stated there was a possibly fracture with the patients l1 lead. As a result, surgical intervention may occur at a later date to address the issue.